Manufacturer narrative:
Device passed self test and displacement test. Device audio or beep or vibrate function properly and no alarm anomaly noted during testing. Device had stripped battery cap coin slot , cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that not using the insulin pump and wanted to stop beeping. Customer¿s blood glucose was unknown. Customer stated that the battery cap could not came off. Troubleshooting was performed for damaged. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.